Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 94mm abdominal aortic aneurysm. Vessel morphology at implant was not reported. It was reported that the patient presented emergently with a right limb occlusion. The occlusion did not extend up to the bifurcation. The physician performed an intervention where a stent was placed in the common iliac artery near the bifurcation and external iliac artery. Angiojet and fogarty thrombectomy was also performed. The intervention was completed successfully. Per the physician, the cause of occlusion was due to the percutaneous closure with another manufacturer's suture closure system of the native artery just distal to the graft. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).